Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a cryo ablation procedure, what looked like a ¿human hair¿ was on the tip of the balloon catheter. The balloon catheter was replaced with resolve. The case was completed with cryo. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Event summary: visual inspection of catheter 2af284/25002 showed the device was intact with no apparent issues. No hair was found either inside the returned bag or on the catheter tip. Verification of the smart chip file indicated the catheter was not used, without reprogramming the catheter, it was connected to the console and no system notices were received; catheter was recognized. The balloon catheter passed the performance test and electrical integrity as per specification; impedance was also within specification. Inflations were sustained for more than two minutes. In conclusion, the reported (sterility issues, hair) has been not confirmed through testing for the returned product. The balloon catheter was not returned in it is original package, unable to investigate the presence of hair. The catheter passed the returned product inspection as per specification. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a cryo ablation procedure, what looked like a ¿human hair¿ was on the tip of the balloon catheter. The balloon catheter was replaced with resolve. The case was completed with cryo. No patient complications have been reported as a result of this event.